Manufacturer narrative:
Eval summary: the MFR eval shows the device to be of an older design. The deive has been changed prevent this condition.

Event description:
The blade is spinning in the working end of the instrument. It was noted that it may be stripped. There was no adverse consequence or delay in surgery reported.